Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a manufacturer strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status details). The file would be updated when additional information is received.

Event description:
Reportedly, during an emergency operation for external injury, after removing the return electrode pad, burn injury was confirmed. The extent of the burn and treatment was not reported.